Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead became fractured. A lead explant is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to gradually increased pacing lead impedance reaching over 2000 ohms, and high pacing threshold. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.